Manufacturer narrative:
Corrected information provided in d.4. Additional information was added in a.2., a3.a., b.5., b.6., e.1.,and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received reported that the iol was exchanged for the same lens model one diopter less power indicating the correct lens power was not implanted initially and it was an error in expected refractive value. There is no reported defect or fault with the iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the power difference was confirmed. The iol was exchanged for unspecified different power lens. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.